Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up, it was reported that treatment with meropenem and ceftazidime was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and cloudy pd effluent. The cause of peritonitis was unknown. Six days prior to the peritonitis diagnosis, the patient was hospitalized due to fever and other indications. The patient was treated with meropenem injection (1.5gm, intraperitoneal, ongoing) for fever and another indication. One day prior to the peritonitis diagnosis, the patient was treated with vancomycin injection (1g every 48 hours, discontinued after 16 days, intraperitoneal) and ceftazidime injection (1gm every 48 hours, intraperitoneal, ongoing). At the time of this report, the patient remained hospitalized, and the patient was recovering. On an unknown date, pd therapy was discontinued, and the patient was shifted to hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.